Event description:
A felt disc in the biopsy cap that helps prevent backsplash was pushed through the cap and into the biopsy channel of the endoscope. The endoscope had to be withdrawn from the pt and another endoscope used. The endoscope had to be sent out to repair to unclog the channel.